Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded. Per the instructions for use of the device, pump flipping is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a patient contacted them indicating that they have had their pump flip multiple times to the point where it required surgery. There were no patient symptoms reported. The patient's pump was replaced with a medtronic pump on an unknown date. The pump was discarded.